Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that there was data update issue in stock levels, reports, and printer issues. A technical support specialist (tss) identified that the extract transform load (etl) service was down after reviewing the etl error logs, which showed an ole database connection failure caused by ssl communication issues. Tss rebooted the report server remotely, and after the reboot, the etl continued to fail. Further checks on the database server showed high memory usage, and tss asked rebooted the database (db) server and after applying the necessary fixes, tss confirmed that the etl service was up and running. The customer verified that the reports were printing correctly and noted that an on-site resource would continue investigating issues with internal machine printers. With no further issues reported after the etl fix, tss proceeded to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the stations were not updating stock levels, generating reports, or communicating with the server as expected. The customer reported that, under med inventory, the days unused field was updating correctly. However, when the user attempted to generate a report based on this activity, the data did not appear. This issue also seemed to be affecting stock level updates, and the printer function was not working. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.